Manufacturer narrative:
(B)(4), and an unspecified lot number. One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either reported lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three large volume infusors did not flow. Two of the events occurred during infusion and involved patients with no patient consequences. One event occurred during priming and did not involve a patient. For the event that occurred during priming, the reporter stated that instead of fluid flowing out of the line, air was pulling into the line. No additional information is available.